Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ veterinary syringe with needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible observe barrel damaged, which caused the leakage during the syringe usage. The potential cause for the problem is a jam on assembly machine system, which caused the barrel damage and the leakage during the usage. As internal action for product, quality improvement will be performed the for defects of damaged components and leakage.

Event description:
It was reported with the use of the bd plastipak veterinary syringe with needle there was an issue with leakage. There was no report of injury or medical intervention.